Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 5 months. The pump was turned off and remains insitu. The concomitant products (2 system controllers) was received, however, the evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patients left ventricular assist device (lvad) system controller had alarmed, and the patient stated that the screen showed ¿malfunction, change controller¿. The patient had checked the power source and connections and had switched to the backup system controller; however, the same alarm continued on the backup system controller, and the patient called 911. While on the way to the hospital, it was reported by the patient that the paramedics switched back to the primary system controller. It was reported that the patient was not symptomatic. Upon arrival to the emergency department, it was observed that the lvad system was not restarted. It was decided to leave the lvad system off, and a dobutamine infusion was initiated. The patient has requested do not resuscitate (dnr) orders, and was discharged home. The manufacturer¿s technical services reviewed the submitted log file. The log file did not capture any replace controller messages. There did appear to be an increase in power on (B)(6) 2017 at 10:51:23 with the pump speed falling below the low speed limit (lsl) which is followed by what appears to be a system controller high current event on (B)(6) 2017 at 10:51:46 which caused momentary pump stoppage. On (B)(6) 2017 at 14:44:38 the file showed the pump speed again operating below the lsl. This was followed by what appears to be another controller high current event. On (B)(6) 2017 at 14:44:51 the pump was disconnected. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. Two system controllers were returned for evaluation. During the evaluation of the system controllers when they were connected to test laboratory equipment a ¿driveline disconnected¿ message was displayed, even though the driveline was connected. The evaluation of the main printed circuit boards of each system controller revealed a compromised drive circuitry component that resulted in the ¿driveline disconnected¿ message. The component was replaced and the system controllers functioned as intended. The analysis of both system controllers suggests a potentially compromised driveline/pump issue; however, a direct relationship could not be determined without the return of the pump. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.